Event description:
Plaintiff reports initial bilateral implantation 10/20/80 with explant 5/22/85. Plaintiff alleges" injuries as a result of ...implants containing or consisting of silicone, silicone gel, and/or an elastomer made of silicone."